Event description:
The customer reported the unit is not charging the battery on ac power.

Manufacturer narrative:
(B)(4). The customer reported the unit is not charging the battery on ac power. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.